Event description:
It was reported that the lead dislodged as confirmed by chest x-ray and programmer/device interface.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.